Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iapb) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and he performed a display test and the results were satisfactory. The fse opened up the display module and reconnected all connectors. He started up the iabp, retested the display, and the display passed the test. The fse performed calibration, functional, and safety tests on the iabp. The iabp is fully operational, and was returned to the customer, cleared for clinical use. The full name of the event site listed is (B)(6) medical center. An abbreviation was used due to the full name exceeding the maximum character limit for that field.

Event description:
The customer reported that, while in use on a patient, the intra-aortic balloon pump's (iabp) display had rainbow colors on it. No adverse event has been reported.